Manufacturer narrative:
Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the balloon dilatation catheter (bdc) was returned with no blood visible. There was contrast visible on the inflation lumen. There was fluid visible in the inflation lumen and in the balloon. The balloon was loosely folded. There was a longitudinal rupture on the balloon, 6 mm proximal to the balloon distal marker and extending distally for a length of a 1 cm. There were scratches on the balloon at the proximal end of the longitudinal rupture. There was no other damage noted to the bdc. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: balloon rupture. It was reported that the rx voyager balloon ruptured at 12 atm while in the side brach cell expanded into the left anterior descending (lad) to the diagonal. A dissection and type ii perforation occurred in the diagonal. A long time balloon inflation was done to treat the perforation and then a stent was implanted to treat the dissection. No additional event or patient information is available.